Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter reported the insulin cartridge was leaking and the pump cartridge compartment was wet. The pt obtained blood glucose readings 'greater than 300 mg/dl'. The pt did not experience any symptoms of high or low blood glucose levels. The pt did not seek any medical attention. There was no adverse event associated with this issue.